Manufacturer narrative:
The field service engineer found there was a damaged sipper syringe assembly and replaced it. The customer calibrated and ran controls. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c501 module. The tech noticed the sodium results were climbing higher and repeated the sample. The initial result was 162 mmol/l with a data flag and the repeat result on another analyzer was 131 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.